Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: device disposition unknown.

Event description:
The patient reported pain and decreased function, leading to a revision surgery. The reason for the revision surgery was listed as heterotopic ossification, severe stiffness, and nickel metal allergy. Components including the tray, insert, and glenosphere were explanted, while the stem, baseplate, and central screw were retained. The relatedness to the study device and the surgical procedure was assessed as possible.